Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement using a stryker triathlon knee and that during the procedure the surgeon used the shapematch cutting guide. It is further alleged "subsequent to the surgery, the patient experienced severe instability, failure of their prosthesis and revision surgery." It is further alleged that the "cutting guides did not meet the surgeon's preoperative planning parameters entered via the web application."

Manufacturer narrative:
An event regarding instability involving a unknown reconstructive product was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement using a stryker triathlon knee and that during the procedure the surgeon used the shapematch cutting guide. It is further alleged "subsequent to the surgery, the patient experienced severe instability, failure of their prosthesis and revision surgery." It is further alleged that the "cutting guides did not meet the surgeon's preoperative planning parameters entered via the web application."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon knee.the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.this patient was not found in the shapematch cutting guide database. (B)(4).